Event description:
While changing the level of applied peep from 10 to 8 the vent began alarming in a non-familiar tone (constant sound; not intermittent beeping as is normally the case)and a red box appeared on the screen which said "vent unable to sense ...please change vent." Rt checked the patient immediately and observed that the patient was still receiving ventilation from the vent and appeared comfortable. Patient's o2 saturation/bp remained within normal levels and did not significantly change. Rt immediately instructed the rn to stay with the patient and retrieved a different vent and placed it on the patient with the prior vent settings. Vent was sequestered it along with the circuit.